Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule did not deploy completely from the catheter. The capsule attached to the esophagus but failed to detach from the delivery device, there was resistance when attempting to remove the catheter from the esophagus. The handle had to be broken in order to deploy and remove the catheter. No medical or surgical intervention was needed to prevent a permanent impairmentof a function, and the event did not lead to or extend patient hospitalization. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule did not deploy completely from the catheter. There was resistance when attempting to remove the catheter from the esophagus, and the capsule attached to the esophagus but failed to detach from the delivery device. The handle had to be broken in order to deploy and remove the catheter. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no injury as a result of the event.